Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. Three devices were received for evaluation; the reported events were confirmed. Evaluation found that the devices had corroded triggers. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 3 </noe> malfunction events, in which the device reportedly continued to run after intended. There was no patient involvement; no patient impact.